Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that she is having some problems with her sensors. The customer stated that the last 4 sensor have given her calibration error on the 3rd day. The customer was advised t we would replace the 4 sensors as courtesy. The customer was advised to contact 24 hour helpline to troubleshoot if continues.